Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after several ablations were performed for a cavo-tricuspid isthmus (cti) line ablation, cardiac shadows were observed and a drop in blood pressure occurred, indicating a cardiac tamponade developed. The procedure was aborted. A cardiac effusion was confirmed by echocardiogram; a pericardiocentesis was performed and the blood pressure recovered. A drain was implanted and the patient was discharged. The physician said the ep catheter might have been rubbed with a sheath while the cti ablation was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6, h10 product event summary: the data files were returned and analyzed. The files showed at least 16 applications were performed with a balloon catheter afapro28 with lot number 56663 without any issue on the date of the event. The files showed at least seven applications were performed with electrophysiology (ep) catheter 239f3 with lot number 40621 and system notices #50012 and #50011 ¿the refrigerant delivery path was obstructed¿ was triggered from applications 4 to 7. The files showed at least nine more applications were performed with a non-returned electrophysiology (ep) catheter 239f3 with lot number 40621 without any issue on the date of the event. Clinical issues (hypotension, tamponade and effusion) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.